Manufacturer narrative:
(B)(4). Concomitant medical products: item#: xl-115366; acrom, xl, 44-41, std, hmrl, brng; lot#: 916370. Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04443.

Event description:
It was reported that during surgery the humeral tray and bearing did not fully seat together. As a result the implants were discarded and new implants were used which locked together correctly. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the pictures provided. Visual examination of the provided pictures identified some damage to the locking ring in the tray, likely due to the attempted assembly. The locking features of the bearing are not able to be visualized. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.